Manufacturer narrative:
The field service engineer (fse) inspected the module and found that the rinse mechanism was spitting deionized (di) rinse water into the surrounding cells. He then replaced the valve bank and rinse tubing to prevent this. He also performed adjustments to the rinse levels. He performed precision checks with successful results. The customer performed calibration and qc with successful results. A precision check was performed with successful results. The last calibration performed on (B)(6) 2023 did not indicate any issues. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent. Rack adapters were not in use at the time of the event. The centrifugation time was 3.5 minutes. The centrifugation speed was 8000 rpm. The centrifuge time may be too short and the centrifuge speed may be too high per the tube manufacturer¿s recommended guidelines. The alarm trace had an "inc. Bath water sensor level" alarm. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect sodium and chloride for gen.2 results for one patient sample tested on the cobas 6000 c501 (ul) v. The patient sample was initially run on (B)(6) 2023. The patient sample was rerun on (B)(6) 2023. It is not clear if the initial sodium result was reported outside of the laboratory. The initial sodium result was 99 mmol/l. The repeat sodium result was 128 mmol/l. The initial chloride result was reported outside of the laboratory. It is not clear if the initial chloride result was flagged. The initial chloride result was 113 mmol/l. The repeat result was 90 mmol/l. The repeat results were deemed correct. The sodium electrode lot number d23 (d2348). The expiration date was requested but not provided. The chloride electrode lot number y28 (y2854). The expiration date was requested but not provided.